Manufacturer narrative:
Analysis of the stimulator found no significant anomaly. Device was at normal end of life. No telemetry and no output.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working properly. It was explanted and returned to the manufacturer. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3093-28, lot#: v008505, implanted: (B)(6) 2007, product type: lead; product ID: 3031a, serial#: (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.